Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The ipg was explanted and replaced. Therapy was restored post-op. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000091488.

Event description:
Related manufacturer report number: 3006705815-2023-00267. Patient¿s therapy was reportedly not covering all of their pain areas. Patient was implanted with a drg system on (B)(6) 2022 to cover the remaining areas of pain. Effective therapy was restored. During the surgery it was found the patient¿s ipg was inoperable. Surgical intervention may take place at a later date to address the ipg.

Event description:
Additional information was received indicating that the patient's scs ipg was explanted and replaced on (B)(6) 2023. Therapy was restored post operatively.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.